Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. The device evaluation is anticipated. However, the complaint cannot be confirmed without. The completion of a product evaluation. A supplemental report will be forthcoming when. The investigation is completed. Complaint histories for all reported events are reviewed against trending control limits. On a monthly basis and any excursions above the control limits are assessed and, documented as a part of the monthly review.

Event description:
It was reported that before use of the swan-ganz catheter the air inside could not be removed within the sheath introducer. There was no allegation of patient injury.

Manufacturer narrative:
One model 777f8 catheter with attached monoject limited volume syringe was returned for evaluation. The customer report of difficult to withdraw from the sheath introducer due to resistance and deflation difficulties was unable to be confirmed. As received, no visible damage was observed from the catheter. Catheter outer diameter was within specification. The introducer was not returned with the catheter. Engineer was able to insert the catheter without resistance into lab 9f introducer as per IFU recommended introducer. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed form catheter body, syringe and balloon. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As the device was returned and no defect was found, a product non-conformance or device failure associated to manufacturing or design could be confirmed. A root cause could not be determined. As part of the manufacturing process, 100% of the units undergo a leak and flow test as well as a visual inspection. The instructions for use also states to passively deflate the balloon by removing the syringe and opening the gate valve.